Event description:
It was reported by an anonymous doctor on an online discussion board that a vns pt had some serious health issues, including a cerebrovascular accident. Attempts for further info have been unsuccessful to date.